Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr15.

Event description:
The customer reported that their device lost power and would not power back on during a patient event. The patient had reported chest pain and as the customer was monitoring the patient, they observed the device to lose power. As they attempt to power the device back on, the service indicator illuminated and would not power on. The customer did not provide any additional details of the patient event. There was no report of any adverse outcome to the patient during the event.